Manufacturer narrative:
Patient information was unavailable from the site. The system logs were reviewed by a medtronic representative and analysis revealed that the reported issue was not a software issue but related to an umbilical part, a hardware issue. After replacing the mobile view station (mvs) interface cable a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. The mvs interface cable was returned to medtronic for analysis. The investigation confirmed the reported problem "no communication between o-arm and mvs". A functional test revealed that, there are two open wires, pins 4 and 11 on the lemo side. Causing the failure are two broken wires. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since (B)(6) 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while in a spine procedure, the imaging system exhibited communication issues between the image acquisition system (ias) and mobile view station (mvs). The system would not run 2d scans. The system displayed the following message to the user: "image frame rates are below recommended levels. Please reconnect the cable between the o-arm and mvs and reboot the mvs. If the problem persists, contact technical service." The surgeon opted to complete the procedure without the use of the imaging or the navigation system. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.